Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported there was a fabric type iii endoleak that was noticed during final run in procedure and confirmed during follow up CT scan. The physician stated the cause of the event is unknown. The same day, the physician performed an intervention where and endurant ii stent graft was implanted the endoleak was resolved. After the intervention the patient experience back pain that is now resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The physician stated that there have been no issues with the patient.